Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. Visual evaluation of the returned sample noted two opened large arctic gel thigh pads present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. The hydrogel layer had peeled from the edge of the left thigh pad. Hydrogel was intact with pad and not separated on the right thigh pad. No crushed dimples or signs of overlamination in the pads. The sample does not meet specifications which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." The instructions-for-use are found to be adequate. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. Initial reporter phone: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel came off the pad with the backing paper. The incident occurred before use. When removing the backing paper prior to placing the pad on the patient the hydrogel came away from the pad with the backing paper.